Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found optic torn and haptic bent, deformed and stretched out. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2020. This did not resolved the problem. Cause of the event is reported as unknown.